Event description:
It was reported that the patient had a shocking or jolting sensation when leaning forward or reaching. The feeling was more focused on their right side and only happened when the stimulation was on. The patient was feeling shocking in the paresthesia area and between the electrode site and the implantable neurostimulator (ins). The patient met with a manufacturer representative on (B)(6) and the impedances were checked and were between 600 and 800 ohms. None of the impedances were out of range. Reprogramming was attempted but was unsuccessful. The patient had no falls or trauma. The patient had experienced positional stimulation changes in the past but they did not feel like the current sensation. It was noted that the lead on the patient¿s right side was the cause of the issue. The patient did not have a 50% or greater symptom reduction at the time of the report and was not receiving effective therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported that the manufacturing representative met with the patient 5 or so times and had not been able to solve the issue with reprogramming. The manufacturing representative had isolated 3 electrodes that worked best for symptoms but also result in the patient having the issue occur. The patient felt that the issue was akin to rate change and was not positional. The issue has occurred with and without adaptive stimulation on. There was no specificity as to when the issue occurs but it was on the right lead primarily. The patient had met with the manufacturing representative recently and it was noted that impedances all looked good, generally between 400-700 ohms between all the bipoles. Group impedance was round 338 ohms and the patient ran at 3 volts. The stimulation would work fine for a while but the issue would start occurring. The reporter had not seen a recent x-ray but he believed the right lead was close to cris crossing with the left lead. The reporter believed that this might be the reason for the issue.

Event description:
Additional information received reported the shocking/jolting sensation had started a few weeks after implant. As previously reported, the shocking occurred in the area of paresthesia. It was also mentioned that the shocking was random and not related to position. The patient had been reprogrammed multiple times. Initially it had appeared that they had programmed around it and shocking did not occur, but then shocking had recurred. Shocking had been confined to the right side, and the patient had noticed the shocking while squatting down at work and leaning forward. Impedance measurements were conducted while the patient was in that position, however, nothing remarkable showed in the impedance measurements. Impedance measurements were normal. Adaptive stimulation was not an issue; this feature had worked well for the patient. The shocking had gotten worse over time, and it seemed to get worse the longer the duration the patient used their device/therapy. Currently, the patient was not using the device/therapy much due to shocking. X-rays were done and they were negative for any issues. It was noted that the patient was young and there were no reported falls or trauma for this event. It was also reported that the shocking sensation was now being felt on the left side in addition to the right side. The physician had agreed to surgically revise and/or replace the system, however, a surgery date was not provided at the time of follow-up. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type lead product ID 97714, serial# (B)(4), implanted: 2015 (B)(6); product type implantable neurostimulator product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. The ins (serial #(B)(4)) was returned and analysis found the stimulation ins to be functionally okay with insignificant anomalies.

Event description:
Additional information received from the manufacturer's representative (rep) reported the patient's leads were replaced. The patient's implantable neurostimulator (ins) was replaced. It was unknown if the leads were still suspected to have an anomaly that caused the shocking sensation. The shocking issue had been resolved. If additional information is received regarding this event, a follow-up report will be sent.